Manufacturer narrative:
Visual inspection: a crack on the insulation towards distal was noticed. Functional inspection: the instrument failed the insul scan test. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The failure(s) identified in the investigation is consistent with the complaint record. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.